Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18 . Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Living with diabetes.   Chapter 13 / page 176.  Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been hospitalized with low blood glucose (bg) levels wearing the pod between 36 and 48 hours. Patient reported getting into a car accident due to low bg levels, rushed to the hospital by ambulance; bg levels were tested by paramedic and were 90 mg/dl. The pod was removed at the hospital and patient was treated with a "pen injection by a sugar doctor"; tests were run on patient's kidneys as well. The patient was released after spending 3 days in the hospital.